Manufacturer narrative:
(B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Well after it came out of the wash one of the techs noticed the handle was cracked and a piece was missing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory 202 reports the cup inserter was discovered to be cracked with a piece missing by css after they put it through the wash. No delay. It was hard to see because of the black handle and it is unknown to say with certainty it was involved with this patient. It could have gone unnoticed for several cases. Neither the surgeon or scrub tech noticed anything. The broken piece was not found but the crack was not discovered until well after it was cleaned and put thru the wash. It is unknown if the broken piece was involved with a patient. Conclusion and justification status: the complaint states well after it came out of the wash one of the techs noticed the handle was cracked and a piece was missing. The investigation confirmed the failure mode as reported. Previous investigations have found that design change was implemented for this product (B)(4) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.